Event description:
A patient reported experiencing transient loss of consciousness while using a fasttake meter. On event date, patient felt nauseated and later passed out gashing their head at about 07:45pm. After regaining consciousness patient self-tested on ft meter and had a reading of 93mg/dl at about 08:00pm. Patient was taken to hospital because of the gash on the head. At the hospital, patient's blood glucose was 82mg/dl on hospital meter of unknown brand, 97mg/dl on ft and 44mg/dl per lab test at 09:00pm. No further information has been reported.